Event description:
Major pump unit(s) involved: drive unit failure;heartmate xve, power limit advisories, periodic stops.specific component(s) involved: pump drive unit malfunction;heartmate xve.causative or contributing factor: no specific contributing cause identified;intervention(s): switch from vented electric to pneumatic-mode; removal of hm xve, replaced with hm ii.type: lvad.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Sizing issue.it was reported that the device was explanted after an implant duration of zero days, due to a sizing issue.

Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.